Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported via user facility medwatch report that the patient had an original procedure and it was thought to be successful. Upon other testing as an outpatient, it was discovered that the patient had a portion of a wire still in him. It was discovered on chest x-ray. The patient was scheduled back into the lab for wire retrieval. Wire was in the right subclavian artery into the aorta. The physician was able to snare and remove the wire. It has been determined that it was part of a wire that was used in the original procedure. It was a balance middleweight universal ii (bmwuii) wire by abbott. This severed upon removal and physician states there was not resistance or difficultly associated with removal. Subsequent information received from the site, states the patient presented emergently on (B)(6) 2015 with complaints of shortness of breath and underwent a coronary artery interventional procedure using the balance middleweight universal ii guide wire with a successful result and was discharged. On (B)(6) 2015 the patient again presented with shortness of breath and swelling of the lower right limb and was referred to the cardiology department. The patient underwent several tests and on (B)(6) 2015 using chest x-ray it was determined that a guide wire fragment remained in the vessel. The patient underwent a procedure on (B)(6) 2015 using the right brachial artery and the guide wire fragment was removed using a snare device without any reported complication. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Device is not available for evaluation. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported separation and patient effects however the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.